Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rails exploded on the drawer 5 causing the drawer not to open and close. A field service engineer rails were replaced and device was reseated into device to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 5 was broken. Customer stated that the railing come out and the back bearing affected. There were no adverse events or injuries reported based on this event.